Manufacturer narrative:
Concomitant medical products logic femoral ps cem left sz 3 (cat# 02-010-01-0230 / serial# (B)(4)) additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, a (B)(6) , female patient was scheduled for revision of a femoral component and insert due to instability. The surgeon went from a ps to a constrained components. The patient¿s postop x-rays showed component alignment. In time the patient started moving into a valgus knee and became unstable. The event is not related to the breakage of a device. There was no surgical delay/prolongation. Patient was last known to be in stable condition following the event. The devices will be return.

Manufacturer narrative:
After further review of additional information received the following sections d9, g3, g6, h2, h3 and h6 have been updated accordingly. As reported, a 54 years old, female patient was scheduled for revision of a femoral component and insert due to instability. The surgeon went from a ps to a constrained components. The patient¿s postop x-rays showed component alignment. In time the patient started moving into a valgus knee and became unstable. The event is not related to the breakage of a device. There was no surgical delay/prolongation. Patient was last known to be in stable condition following the event. The devices will be return. Upon review of all available information, there is no evidence to suggest that a design or manufacturing issue caused or contributed to this event. The reported revision was likely the result of underlying patient factors, which led to instability of the joint.